Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 2.4" from the distal tip. The main tube was broken but the broken part was returned. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The distal tip was missing and not returned. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the main tube. The cable was fully broken and a piece was not returned. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. All adjacent parts are damaged or completely missing. The instrument was found to have a broken conductor wire at the main tube. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. All conductor wire adjacent parts were damaged or completely missing. The instrument was found to have a broken distal pitch cable at the main tube. The broken cable segment that contains the crimp was missing and not returned. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found adjacent parts to be damaged or completely missing. The instrument was found to the have the whole distal tip to be completely missing. The distal tip was not returned. Adjacent parts were damaged or missing. The complaint regarding [add complaint details] was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper's tip was bent and could not be removed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula because the wrist of the device could not be straightened due to physical damage. No fragment fell inside the patient as a result of the instrument damage. It is unknown if the port incision was increased in order to remove the instrument and cannula together. The instrument was inspected prior to use and nothing abnormal was noticed. The device was sent to isi for evaluation. There are no photographic images or videos available for review.